Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level ranging from 161 mg/dl to 600 mg/dl. The customer's blood glucose was 300 mg/dl during the time of the call and the customer was treated with the insulin pump. It is unknown whether auto mode was used at the time of the incident. The customer reported that the insulin pump had an audio anomaly and sensor/transmitter connection issues. The customer was able to successfully connect the transmitter and the pump, however, troubleshooting was not completed for the audio anomaly. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. No communication anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error alarm noted during testing or listed in device history. (B)(4).